Event description:
Patient's family member calld lfs 2003 alleging patient's ot ultra meter would not power on. Family member stated that at times when the meter would not turn on spouse would reseat battery or family member would push on the back of the meter and it would turn on. Patient was feeling lethargic so family member attempted to test on the ultra meter but it would not power on. Family member then used patient's back up meter to test and the results were 38 and 52 mg/dl. Family member then treated patient with food and drink. The issue was not resolved with troubleshooting. The meter has been replaced. No further information has been reported.